Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 mm non-medtronic balloon due to calcification. Following the bav, valve deployment was attempted; however, the frame appeared under-expanded. The valve was recaptured into the delivery catheter system (dcs) and redeployed, but the frame still appeared under-expanded. The valve and dcs were withdrawn from the patient, and another bav was performed twice using a 26 mm non-medtronic balloon. Subsequently, a new valve was loaded into a new dcs and successfully implanted. A 15-minute procedural delay was reported. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot number {0012367911}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID: 25mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product ID: 26mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.